Event description:
Customer reported that t:slim x2 pump battery would not charge due to a power source alert identified as alert 07. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by using the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, after which the pump began charging successfully, and no further assistance was required.